Event description:
The tv monitor fell off it's suspension arm and fell towards the foot end of the table where the pt was laying down. Reportedly, the mointor was grabbed by the radiology tech thereby preventing its full contact and impact on the pt's ankle. No injuries were reported.